Event description:
The manufacturer received information alleging a ventilator stopped working while in use by a patient. It is reported that a respiratory arrest occurred. Medical intervention was not reported. The device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator stopped working while in use by a patient. It is reported that a respiratory arrest occurred. Medical intervention was not reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.